Event description:
The tablet data for the generator was received and reviewed by the manufacturer. The vns generator battery was found to be in the 25% range. Based on the percent value of the battery capacity used, the battery voltage is lower than expected. An internal investigation was completed on premature battery depletion events. The results of the investigation observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. The vns generator was received by the manufacturer and is pending product analysis.

Event description:
Generator product analysis was completed. The allegation of premature end of life was duplicated in the product analysis, or pa, lab. The disparity between the battery voltage and consumption values indicates that the generator exhibits the same failure mechanism identified in the internal investigation for premature battery depletion events: contaminants on the edge of the printed circuit board assembly, or pcba. The generator was place in a simulated body temperature environment and the output signal was monitored for more than 24 hours. No variation in the output signal was observed. The battery measured 2.877 v at the completion of the fet, indicating an intensified follow-up, or ifi, = no condition. The generator performed according to functional specifications.

Event description:
It was reported that the patient's vns generator battery indicator was showing as at 100% and then half a year later was at 25%. The patient was referred for vns generator replacement surgery. The voltage range between the full battery indicator and the 25% battery indicator is a small window and the jump between indicators alone is not indicative of a device malfunction. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The device was found to have been manufactured using the laser routing process. The patient underwent vns replacement surgery. The explanted generator has not been received by the manufacturer to date. No additional relevant information has been received to date.